Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13298. It was reported that the atrial and right ventricle leads exhibited over-sensing noise resulting in pacing inhibition. The leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.